Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a communication error and a snowy image while using the evis exera iii video system center. There was no patient harm associated with the event.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer stated the contacts of the scope were cleaned with an alcohol prep pad and allow to dry; the scope socket has been cleaned with the light source socket kit, and this will work for a while. Tac reviewed with the customer that both the scope and light source need to be powered off. The customer turned off the processor and light source, cleaned the scope and updated that the troubleshooting steps seemed to help resolve the issue. The device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.